Event description:
After twelve and a half years, removed double ruptured silicone breast implants. Right implant was fragmented. Right capsule ruptured. Secondary capsule forming in right upper abdomen. A lot of unretrievable migrating silicone gel.